Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the cause of the aortic dissection is unknown, as it was not found until 8 days post procedure. However, it is possible that procedural factors might have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the s3i continued access program, 4 days after undergoing tavr procedure, the patient started to have abdominal discomfort with some extension into the chest area and back area. On pod8 the patient sought medical attention for severe abdominal pain. The patient was re-hospitalized and an abdomen and pelvis CT scan found a thoracic and abdominal aorta dissection with periaortic dissection hematoma. She was treated initially with strict blood pressure control. Two days after being readmitted she was ultimately taken to the operating room for stent graft placement. The patient was transported to the intensive care unit in stable condition.